Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing detached at the site connector. The site location was his right side of abdomen and the pump was also located on the right side of abdomen. Moreover, the infusion had been in use for one day. Reportedly, the infusions were stored in normal airconditioned space. There was not any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, (on the day of this report (B)(6) 2020), the patient's blood glucose level was 280 mg/dl. No further information available.